Event description:
Patient reported that the device's lancet carrier is not fully retracting, resulting in the lancet protruding from the end-cap. Patient indicated that, as a result, she accidentally punctured her finger. No treatment was required. Technical support requested the return of the suspect product and replacement product was shipped.